Event description:
The following report was rec'd from the field: the pt had three cypher stents implanted at an unk time. The pt was scheduled for an elective prostate surgery, during pre-operative, testing patency of his stents was confirmed and the pt was taken off plavix five days prior to surgery. The pt went to surgery and during surgery, the pt arrested and cardiopulmonary resuscitation (CPR) was performed. While performing CPR, the pt was taken to cardiac cath lab and all stents had thrombosed. The pt expired. Add'l investigation of this event indicates that the pt rec'd the stents at another hosp, therefore, info regarding the index procedure is not available. Angiograph confirmed all three cypher stents were completely occluded, treatment for this event remains unk. However, the pt was transferred to another hosp for possible heart transplant. CPR continued during his transport and the pt expired at an unk time after arrival. The primary and secondary cause of death are not known.

Manufacturer narrative:
This mfg report is applicable to three cypher sirolimus-eluting coronary stents without a catalog and lot #. Any add'l info will be submitted within 30 days of receipt.